Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause could not be determined. See h.10.

Event description:
It was reported that 3 unspecified bd nexiva¿ diffusics¿ closed IV catheter systems caused blood stream infections, 12 caused hematomas that required longer hospitalization, 11 caused infiltration/extravasation, and 4 catheters' needles detached from their hubs. The following information was provided by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of hematomas (12), blood stream infections (e.g. Blood stream bacteraemia, sepsis) (3), localised IV site infections (e.g. Cellulitis, abscess, phlebitis, thrombophlebitis) (25), infiltration / extravasation (11), and the needle detaches from needle hub (4)." "Additional information related to hematoma: "longer hospital stay" additional information related to localised IV site infection: "change IV sites" additional information related to infiltration / extravasation: "remove IV" additional information related to needle detaches from needle hub: "extra time to draw blood".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 3 unspecified bd nexiva¿ diffusics¿ closed IV catheter systems caused blood stream infections, 12 caused hematomas that required longer hospitalization, 11 caused infiltration/extravasation, and 4 catheters' needles detached from their hubs. The following information was provided by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of hematomas (12), blood stream infections (e.g. Blood stream bacteraemia, sepsis) (3), localised IV site infections (e.g. Cellulitis, abscess, phlebitis, thrombophlebitis) (25), infiltration / extravasation (11), and the needle detaches from needle hub (4)." "Additional information related to hematoma: "longer hospital stay" additional information related to localised IV site infection: "change IV sites" additional information related to infiltration / extravasation: "remove IV" additional information related to needle detaches from needle hub: "extra time to draw blood""